Manufacturer narrative:
Date rec¿d by MFR : 28may2019, date of report : 03jun2019. A visual inspection of the touchscreen assembly showed no damage or contamination. During failure investigation testing, the touchscreen would not calibrate. It was determined that the resistance (ul_lr and ur_ll) and resistance ratio (ul_lr/ ur_ll ) were out of specification. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 18march2019. The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue. The fse replaced the touchscreen and the issue was resolved.

Event description:
It was reported that the touchscreen on the unit failed to calibrate. There was no patient involvement. The event date was not specified; estimate used.